Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the battery oscillator device had intermittent operation was not confirmed. Therefore, an assignable root cause was not determined. The device was visually inspected and passed visual inspection. However, during evaluation it was determined that the device was not running. The device was disassembled, and the motor and controller were separately tested, it was found that the motor was running, and the control unit was not transmitting the input to the motor when the trigger was pushed. It was further determined that the device failed pretest for check function of the device. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure for left knee osteoarthritis, the battery oscillator device had intermittent operation. It was reported that the osteotomy was performed in the following order: distal femur, proximal tibia, and 4 sides of the femur. During the proximal tibia cut, the oscillator stopped moving completely. After replacing the battery, the oscillator started working and the proximal tibia osteotomy was completed. However, a similar malfunction occurred with the oscillator device during osteotomy of the 4 sides of the femur, and this time the oscillator would not work no matter what was done. The procedure was completed with a spare handpiece device. It was reported that there was a 30-minute delay in the procedure due to the event. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.